Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.6 cm abdominal aortic aneurysm. It was reported that an angiogram reavealed a fabric type iii endoleak that appeared to be emanating from near the flow divider of the main body. It was noted that the aneurysm had enlarged by 1 cm over the 6 months prior to the report. An endurant ii cuff was implanted but a small residual endoleak remained. Two 16/16/82 endurant limbs were then implanted and 3 stent lengths were extended into the main body on both sides. Kissing balloon technique was used and the event resolved. The physician stated that the cause of the event was related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.